Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient wanted a readjustment appointment with a manufacturer representative. The patient had pain starting about a month ago. The patient stated that they did not understand patient programmer directions so they did not want to do troubleshooting during the call. The patient reported that every time they tried to use the patient programmer the patient zapped themselves. The patient met with the manufacturer representative only 3 months ago. When the manufacturer representative tuned it, it was working well. It was also reported that the patient had been sick with other medical issues. The patient had 3 different types of cancer. None of these typed had metastasized. No further complications were reported. Additional information was received from the patient. It was reported that the patient was going to have surgery on their unit on (B)(6). They were having 2 more leads added and a chargeable battery to increase stimulation. The pain issue had not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-05-19 reporting that the leads and implantable neurostimulator (ins) were not returned as there was nothing wrong with them. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from the manufacturing representative reporting that the patient was very sensitive to feeling stimulation. It was reported that they had had an epidural lead and subcutaneous lead. These were removed and two new epidural leads were placed two weeks ago. It was reported that the patient was getting good therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.